Manufacturer narrative:
Other (code unspecified): product was disposed of and device identifiers were not provided. Based on the information provided, it cannot be determined that the alleged dehiscence or readmission are related to the prevena¿ incision management system. It is unknown if medical or surgical intervention was performed. There have been several attempts made to gather additional information, but there has been no response. The reported left knee revision, scheduled I&d surgical procedure, and distal venous stasis ulcer were determined to have occurred prior to v.a.c.® therapy placement, and thus were considered unrelated to the kci product. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Prevena¿ device labeling, available in print and online states: indication for use: the prevena¿ incision management system is intended to manage the environment of surgical incisions that continue to drain following sutured or stapled closure by maintaining a closed environment and removing exudate via the application of negative pressure wound therapy. The prevena¿ incision management system will not be effective in addressing complications associated with the following: ¿ ischemia to the incision or incision area, ¿ untreated or inadequately treated infection, ¿ inadequate hemostasis of the incision, ¿ cellulitis of the incision area. The prevena¿ incision management system should not be used to treat open or dehisced surgical wounds or on patients who have excessive amounts of exudate from the incision area which may exceed the prevena¿ 45 ml canister. The prevena¿ incision management system should be used with caution in the following patients: -patients with fragile skin surrounding the incision as they may experience skin or tissue damage upon removal of the prevena¿ incision dressing. Duration of therapy -therapy should be continuous for a minimum of 2 days up to a maximum of 7 days. -therapy unit will automatically time-out after 192 hours (8 days) of cumulative run time.

Event description:
On (B)(6) 2017, the following information was reported to kci by the physician: the patient's knee incision allegedly deteriorated while on prevena¿ incision management system. On dec 14 2017, the following information was reported to kci by the wound care nurse: on (B)(6) 2017, the patient underwent a left knee revision and an antibiotic spacer exchange with block. The patient was on prevena¿ incision management system with prevena¿ dressing for 14 days and was subsequently connected to a v.a.c. Freedom¿ therapy system in acute rehab. The patient¿s drainage was noted as serosanguinous during therapy. On (B)(6) 2017, the patient¿s dressing was removed as ¿the integrity of the dressing was no longer able to be maintained.¿ it was noted ¿venous stasis ulcer prior to surgery distal to site. Incision with drainage... Full-thickness dehiscence with large hole in incision, staples non joining incision once dressing removed." On (B)(6) 2017, an I and d was planned but the patient has not been cleared for surgery due to new onset atrial fibrillation. The patient was subsequently sent to hospital for readmission. On dec 14 2017, an image of the patient's wound was reviewed. In reference to the orientation of the image, the image exhibited a stapled wound with an ulcer noted superior to the stapled area. The staples are non-joining with the exception of the distal bilateral aspects of the wound. Full-thickness dehiscence was observed at the non-joining stapled area of the wound noted at the central and left lateral aspects of the wound with periwound redness. On dec 19 2017, kci quality engineering confirmed the prevena¿ incision management system was disposed of and is unavailable for evaluation, therefore a device evaluation could not be performed. The v.a.c. Freedom¿ therapy system serial number was not provided, therefore kci cannot conduct a device evaluation of the unit. On dec 20 2017, kci quality engineering reviewed the image provided and determined there were no device identifiers visible for evaluation, therefore neither a device evaluation or device history review could be performed.

Manufacturer narrative:
Initial MDR-3009897021-2018-00001 patient identifier (B)(6) was incorrect. Correction: MDR-3009897021-2018-00001 patient identifier (B)(6).